Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the reporter (wife) for patient contacted lifescan (lfs) alleging that his onetouch ultra 2 meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained when medical surveillance specialist (mss) followed up with the reporter. The reporter stated that the alleged inaccuracy began on "(B)(6) 2015, 4am". The reporter claimed that the patient obtained alleged inaccurate erratic blood glucose results of "500 and 250mg/dl" on the subject meter performed less than 20 minutes apart. The patient manages his diabetes with humalog insulin and continued with his usual diabetes management routine as a result of the alleged inaccuracy. The reporter claimed that on an unspecified date and time after the alleged issue began the patient fell into a coma. The reporter stated that emergency medical service (ems) was called and the patient was treated by a health care professional (hcp) with glucose. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, the sample was taken from an approved sample site and the patient carried out the correct testing steps. However, cca noted that the testing strips had expired in (B)(6) 2012. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Follow-up # 1 the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.